Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was implanted on (B)(6) 2019 and started at 500 mcg/day. Then ¿turned down to 350 mcg then discharged inicu (intensive care unit)¿. There were no environmental, external, or patient factors that may have led or contributed to the issue. The action/intervention taken to resolve the issue was noted to be ¿pump turned down¿. No surgical intervention occurred, and none was planned. The issue was not resolved at the time of the report. The patient status was reported as ¿alive, with injury¿ with the injury being noted as ¿altered mental status¿. No further complications have been reported as a result of this event.